Event description:
It was reported that during an angioplasty procedure, a dissection occurred. The lesion being treated was located in the left circumflex (lcx) artery. The maverick otw balloon ruptured during inflation to 16 atms for 17 seconds. The total number of inflations and to what pressures is unk. The lesion had not been pre-dilated. The physician was "unsure if the dissection was caused by the rupture or by inflation of the balloon." The procedure was completed by stenting with a 2.75x12mm liberte stent. The pt's status is listed as "ok".